Event description:
Boston scientific received information that during a follow-up visit, this device which had been implanted 58 months, was found to be in storage mode with a battery voltage of 2.10. The patient was lost to follow up. The device was included in the shortened replacement window advisory. One month later the device was explanted and replaced.

Event description:
--

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.